Manufacturer narrative:
Pump received with no button response due to moisture keypad traces. No button error during testing. Pump received with cracked reservoir tube lip noted.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were unresponsive on the insulin pump when the customer attempted to bolus. Customer's blood glucose was 130 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.